Event description:
It was reported that the device would only operate around or less than 30 minutes with a fully charged battery. There was no report of pt involvement associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.